Manufacturer narrative:
Additional info states that the patient tolerated the pump off time well. It was further stated that the issue was resolved with the exchange of the controller. No additional information received from the site. All batteries were returned on the same date. Batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Out of the whole group, only (B)(4) was never involved in any of the premature switching events. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650de / expiration date 2016-02-29. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 2016-02-29. (B)(4). This is three of three reports (3007042319-2015-02878, 3007042319-2015-02879 and 3007042319-2015-02880) submitted for devices related to the same event.

Manufacturer narrative:
The following devices were returned to the manufacturer on (B)(4) 2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to c, rdiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02878, 3007042319-2015-02879 and 3007042319-2015-02880) submitted for devices related to the same event.

Event description:
It was reported the patient recognized that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25%. This was also associated with "critical battery" alarms and pump stops. Log files were downloaded by the site. The vad coordinator exchanged the controller and batteries with no reported effect on the patient. Investigation is ongoing.